Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the calculations were completed with two nurses to set up pump for tpa administration and verified prior to administration. Within 30 minutes, it was noted that the transfusion was completed. The pump was removed and taken out of service".